Manufacturer narrative:
Reference MFR report # 2916596-2016-01978 for the report of the elevated pump powers.

Event description:
Additional information: it was reported that post lvad implant the patient had one prolonged gastrointestinal (gi) bleeding event due to the inability to intervene. Intervention was not possible due to the location of the bleed and the patient¿s supra-therapeutic inr. The patient did not experience gi bleeding prior to lvad implant. The patient was admitted on (B)(6) 2016 with large episodes of melena, shortness of breath, fatigue, and acute blood loss anemia. The patient had an inr goal between 2 and 3, which was maintained with warfarin and 325 mg aspirin. At the time of admission the patient had a hemoglobin of 6.9, an inr of 3.15, and lactate dehydrogenase (ldh) of 300u/l. A colonoscopy was attempted on (B)(6) 2016 but the procedure was aborted due to copious blood/clots. On (B)(6) 2016 a colonoscopy revealed that the ongoing gi bleed appeared to be from above the ileocecal junction. The following day, a capsule endoscopy was performed and found evidence of small bowel bleeding that was not able to be reached with the scope. On (B)(6) 2016 a tagged red blood cell (rbc) scan found no evidence for active bleeding. The patient was discharged on (B)(6) 2016. At the time of the gi bleeding event, the patient also had increased pump powers (MFR # 2916596-2016-01978). First, on an unspecified date, aspirin was discontinued. Coumadin was restarted once the patient¿s hemoglobin stabilized. The patient had protein calorie malnutrition and inr continued to trend up, despite coumadin being held. The patient was placed on tube feedings. Transfusions for the melena continued through (B)(6) 2016, when the rbc scan was negative for active bleeding. The patient¿s hemoglobin stabilized and inr was within normal range. On (B)(6) 2016, coumadin was restarted and the patient¿s inr goal was reduced to 1.8 ¿ 2.3, but the patient had a downward trend in hgb which required transfusion on (B)(6) 2016. Due to the patient¿s history of prolonged bleeding, coumadin was held. On (B)(6) 2016 ramp echo lv size decreased and aortic valve opening decreased with increasing speed, similar to prior ramp echo.

Manufacturer narrative:
Date of event is estimated. (B)(4). Approximate age of device ¿ 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had not been receiving anticoagulation for an unspecified period of time due to a previously unreported history of gastrointestinal bleeding post implant. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.